Manufacturer narrative:
Device had missing segment/partial display due to bleeding lcd glass. However, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a prime and rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.